Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 31 g x 8 mm bd ultra fine¿ short insulin pen needle broke off in the consumer's stomach during use. Medical intervention required.

Manufacturer narrative:
Investigation summary: customer returned (1) open 8mm, 31g pen needles without the inner shield from lot # 7073838. Customer states that the pen needle broke off inside the stomach. The returned pen needle was examined and exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer.